Event description:
It has been reported to philips that the transformer on the allura xper fd20 system had burned out. No patient harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred and the procedure was completed without any deviations. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse examined the system and determined that the transformer of the power distribution unit (pdu) in the m-cabinet was burned out. As a part of repair activity, the fse replaced the pdu in the m-cabinet. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
Investigation is still in process and has not yet been completed. A philips service engineer evaluated the system and confirmed the pdu in the m-cabinet was burnt out. The pdu was replaced, and the system was returned to use in good working order. Investigation is still process and has not yet been completed.